Event description:
It was reported that a physician had seen another pump patient who was ¿holding water.¿ it was unknown what medication this device system delivered at the time of the event. It was later reported that the patient had the pump removed elsewhere. The health care provider (hcp) didn¿t know the hcp¿s name and could not provide further information.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).